Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and was treated in the emergency room with intravenous dextrose. Bg elevated to 156 mg/dl and the customer was to be discharged soon. The contact declined further follow up to obtain exact discharge time. The contact suspected the low bg was due to a high basal rate (2.0 u/hr); however, could not confirm if that rate was the appropriate rate for the customer's "situation". Tandem technical support advised the contact to discuss the settings with a healthcare provider.